Event description:
Affiliate reported, that the valve was implanted but the pt was not presenting the intended improvement, because the ventriculus were still dilated and his clinical situation was getting worse. They suspected the valve was blocked. During the replacement surgery, both ventricular and atrial catheters were verified (using rx and contrast) and it was observed that both were draining properly. The most recent valve regulation was 30mmh2o (pressure for maximum drainage), but it did not present any change. The product was implanted in the pt for more than a yr. The valve was replaced.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result of different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.